Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had low blood glucose and high blood glucose levels. The customer woke up and blood glucose was 27 mg/dl and 600 mg/dl. The customer treated low blood glucose with glucose shot and tubes of glucose and high with manual injection. The customer declined troubleshooting on insulin pump. The customer reported that they received no delivery alarm and no delivery alarm did not occurred during manual prime and event was resolved by changing complete infusion set. The insulin pump passed the self test and displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.